Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing. No alarms that generated as result of critical error found in the device history. Unable to determine the root cause, problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the open book image displayed on the screen. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.